Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged prior to use; however, it was not noticed until after the minivision was inflated in the lesion and angiography revealed that there was no stent. The stent was found in the protective sheath. A new stent was used to successfully complete the procedure. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was contrast visible in the inflation lumen and in the balloon. There was no stent returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had loose folds. The protective sheath was not returned. There was no other damage noted to the catheter. Product performance engineering reviewed the incident information and analysis of the returned delivery catheter. Results from quality assurance technician analysis of the returned rx vision coronary stent system confirmed the stent dislodgement, as the stent was not returned. The root cause of the dislodgement cannot be determined, as the stent and protective sheath were not returned, which may have been aided in the investigation. It is possible that positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. Other potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. It should be noted that the instructions for use (IFU) recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.